Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. Per the complaint information, the patient replaced the solution bags only and therefore reused the disposable cassette. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error/ mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
Product surveillance was contacted by the patient on (B)(6) 2010, regarding the check lines and bags alarm. The patient stated, he discarded the supplies and did not have a lot number. The box of cassettes was used for therapy so a companion sample was not available. New supplies were used to clear the alarms and in this report therapy was skipped and the nurse was contacted. The patient had disconnected the bags and tried to use new bags to clear the alarm. Baxter informed him, he should not try this as contamination could occur. No patient injury or medical intervention was reported.